Event description:
His lead was attempted on (B)(6) 2011 during a device change out. This lv lead resulted in no capture and was not implanted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).